Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated lead system was explanted approximately one year post-implant due to infection and erosion. It began with a small hematoma that developed into a thinning of the tissue and skin. The patient was hospitalized and treated with antibiotics, in addition to undergoing the explant procedure. A new system was planned to be implanted at a future time. No additional adverse patient effects were reported. The explanted products were not returned.